Manufacturer narrative:
Omit : a1402 - excess flow or over-infusion (1311).

Event description:
It was reported that an intravenous piggyback of magnesium, programmed at a rate of 25ml/hr. (To infuse over 2 hours) was completed in 1 hour. The physician was notified and the device was taken out of patient care are and was sent to biomed department. Registered nurse who hung the magnesium infusion, the magnesium was programmed as a primary infusion. The patient was here pre procedure and he did not have any fluids infusing on arrival. There was a kvo IV ordered for the procedure itself, but it had not been started yet... Once it was started, it would have been on a dial-a-flow and not on a pump. This is typically how fluids are hung in cpru for procedures. No tubing was saved. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per (B)(4). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Although requested, product has not been received.

Event description:
It was reported that an intravenous piggyback of magnesium, programmed at a rate of 25ml/hr. (To infuse over 2 hours) was completed in 1 hour. The physician was notified and the device was taken out of patient care are and was sent to biomed department. Registered nurse who hung the magnesium infusion, the magnesium was programmed as a primary infusion. The patient was here pre procedure and he did not have any fluids infusing on arrival. There was a kvo IV ordered for the procedure itself, but it had not been started yet... Once it was started, it would have been on a dial-a-flow and not on a pump. This is typically how fluids are hung in cpru for procedures. No tubing was saved. There was patient involvement but no harm.